Event description:
It was initially reported by the physician that he could not interrogate the pt's generator in his office. He believed it was at eos. He has used three different programming systems and none of them worked. Blc was performed and it was noted that the pt has approx (-) 0.6 years remaining until eri=yes. Pt underwent a battery replacement surgery due to eos. Explanted generator was returned to MFR for analysis. Analysis was completed on the generator and the reported eos condition was duplicated in the pa lab. However, the current consumption rate did not meet specification as it was found to be out-of-limit. With the capacitor substitution for c6, the pulse generator module performed according to specifications. The most probable root cause for the out-of-specification supply current test condition was identified to be a leaky capacitor, c6. It is likely that the leaky capacitor could have resulted in the premature eos condition.